Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total knee replacement, at skin closure, two suture threads broke multiple times while tying interrupted sutures using the instrument tie technique. A different suture was used to complete the case. There was no patient injury.